Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg). Manual injections and boluses were used to address bg. Past values not provided, current bg was "fine". Cause of event was not known. Customer was taking "apap" (acetaminophen) and had recently adjusted the pump settings. As customer was not experiencing an elevated bg at the time of the event, tandem technical support was unable to determine a possible cause. Recommendation was made for the customer to discuss the event with a healthcare provider.